Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not working anymore. Customer stated that the battery compartment was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. A test p-cap and reservoir does lock into place inside the reservoir compartment properly. The insulin pump passed the displacement test. The insulin pump was received with the case cracked behind the insulin pump near the battery compartment and broken battery tube threads. The insulin pump was monitored and no unexpected powering off or blank display noted.